Event description:
The renew IV handpiece was being used without the insulation o-ring resulting in an electric arc that produced a 2cm burn on the patient's stomach.

Manufacturer narrative:
During cauterization of liver biopsy surgeon was looking in close with camera. When backed off noticed a 2 cm burned on patient's stomach consistent with the joint between the scissor tip and handpiece. Inspection showed the "o" ring was missing from the handpiece. Patient died 4 days later due to unrelated catastrophic comorbidities. Surgeon does not believe that the burn had anything to do with the patient's death. From the instruction for use precaution number 3 stated; do not use the hand piece of "o" ring located on the distal end of the shaft appears worn, damaged or missing.